Event description:
It was reported that removal difficulty and stent dislodgement occurred. Vascular access was obtained via radial approach. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery (rca). A 2.25 x 24 synergy stent was advanced for treatment but became stuck in the ostial rca. The device was re-introduced together with a non-boston scientific (bsc) guide extension catheter but still failed to cross the lesion after multiple attempts. The physician then tried to withdraw the device, however, during removal of the device, the stent dislodged and went into the internal iliac artery where it became stuck at the distal location. The physician tried to snare the stent but was unsuccessful. The procedure was completed with non-bsc device using a femoral approach. There were no patient complications and the patient status post procedure was fine.

Manufacturer narrative:
A review of the angiographic videos provided by the site identified the alleged stent dislodgement as an unexpanded stent was noted to be dislodged from its delivery system and located in the internal iliac artery. No further treatment was noted.

Event description:
It was reported that removal difficulty and stent dislodgement occurred. Vascular access was obtained via radial approach. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery (rca). A 2.25 x 24 synergy stent was advanced for treatment but became stuck in the ostial rca. The device was re-introduced together with a non-boston scientific (bsc) guide extension catheter but still failed to cross the lesion after multiple attempts. The physician then tried to withdraw the device, however, during removal of the device, the stent dislodged and went into the internal iliac artery where it became stuck at the distal location. The physician tried to snare the stent but was unsuccessful. The procedure was completed with non-bsc device using a femoral approach. There were no patient complications and the patient status post procedure was fine.